Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: defect visible on one spike ¿ looks dirty and mis-shapen.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-jul-2022. H6: investigation summary a 2477-0007 sample from lot 21035842 was received in opened packaging for investigation no residual fluid was present in the infusion set. The feedback provided by the customer indicates that the spike component was deformed and appeared dirty. A visual inspection of the returned sample confirmed the customer's experience as one of the spike components of the 2477-0007 product was deformed. The deformed spike also had black residue on the spike, and upon gentle rubbing the residue could be removed. The details of this feedback were forwarded to the manufacturing site as well as the supplier of the spike component for investigation. The supplier confirmed that the likely root cause for the customer's experience was due to an issue with the conveyor belt of the manufacturing equipment, which resulted in the spike becoming stuck on the conveyor belt, causing the observed damage. A review of the production records for lot 21035842 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced foreign matter in fluid pathway. The following information was provided by the initial reporter: defect visible on one spike ¿ looks dirty and mis-shapen.